Manufacturer narrative:
A customer complaint has revealed that the following product ref: nb071317 description: nubic peek cervical cage 7x13x17mm lot: 816889-av contains a wrong product. This wrong product is not intended for treatment of the cervical spinal column and is not compatible with the nubic surgical instruments. Our investigations revealed that a product mix-up occurred during the packaging process. Only the product and lot number mentioned above are affected. The product and lot number affected was distributed in (B)(6) only. There is no action required outside germany. There is a potential risk that in a particular case the necessary implant might not be available for surgical treatment. (B)(4).

Event description:
A customer complaint has revealed that the following product ref: nb071317, nubic peek cervical cage 7x13x17mm, lot 816889-av contains a wrong product. This wrong product is not intended for treatment of the cervical spinal column and is not compatible with the nubic surgical instruments.